Event description:
It was reported to philips that the wlan foot switch is defective. The device was in clinical use. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and ordered a replacement wlan footswitch. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned coronary treatment and the procedure was completed without delay by the wired footswitch. The philips field service engineer inspected the system onsite and confirmed the wlan footswitch dl not possible. During troubleshooting fse identified fluoroscopy button does not work intermittently. To resolve the issue fse replace the wireless footswitch and carried out functional test. After which, the system was returned to use in good working condition. The defective part was returned for analysis and parts analysis confirmed review module has issue by performing visual and functional test. The result cannot confirm any issue with wireless footswitch. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is not related to the connection issue, but it was related to the fluoroscopy button. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may not have been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.